Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the patient on continuous renal replacement therapy and pacer dependent with asystole was implanted with impella cp for left ventricle support. It was reported that multiple times the patient experienced ventricular tachycardia, requiring defibrillation. The patient remained on support until successfully weaned and explanted.